Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, customer called in during the case to report that the hook monopolar instrument was not delivering any energy, getting an error on the generator. It was stated they are getting an activation has been interrupted error message c-34. Tse explained they could change the monopolar setting from swift to classic, but the classic energy setting will only go to 2. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the generator due to c-34 error. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The generator was analyzed and found the reported issue was confirmed via system logs with multiple error patterns (c-34, c-30, c-06, m-18, m-11, m-32, m-10). Failure analysis inspection found no functional issues but noted cosmetic damage to the network socket, front bezel, and heatsink fin. The issue was replicated during testing, showing c-34/c-00 errors on startup and c-00, m-b0 in logs. The complaint was confirmed based on the field evaluation. The probable root cause of error c-34 is attributed to a faulty electrical component inside the generator. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.